Event description:
It was reported that the patient presented in the ER (emergency room) and they wanted the pump off due to ¿toxicity.¿ the reporter did not know of any recent changes to the pump that could be attributed to the change in therapy. The reporter noted that the patient was hypotensive, bradycardia, lethargic, and difficult to arouse; the patient had "all of the overdose symptoms except seizure". The reporter was redirected to the patient¿s managing physician. The pump was being used to deliver baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).